Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery wand was sticking inside the evh sheath and very difficult to ligate branches. Harvester very concerned about the force needed to move the wand through the sheath as it could cause damage to patient tunnel if pushed too hard during harvesting process. Affected device was used to complete the case. 2nd kit was not needed. No harm was caused to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: e3--occupation corrected to administrator/supervisor. The device was returned to the factory for evaluation on 07/13/2022. An investigation was conducted on 08/03/2022. Signs of clinical use and evidence of blood was observed on the cannula handle. The harvesting device was returned partially inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no visual difficulties observed. The harvesting device was then inserted into the cannula with no visual or physical difficulties observed. There were no visual defects observed on the harvesting device or the cannula. Evidence of charred material was observed on the heater wire. The c-ring was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000237289 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.